Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 23 days post-implant, it was reported that the patient expired due to multi-organ failure.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported patient outcome could not be conclusively determined. The instructions for use lists various types of organ failure (renal, respiratory, and right heart), as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 23 days. The event occurred at (B)(6). Additional information was requested regarding the event and the device disposition, but was not received. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.